Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n247849, implanted: (B)(6) 2010, product type accessory; product ID 3550-29, lot # n248981, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had ¿malfunctioned¿ and was removed. It was noted that the manufacturer¿s representative was not at the explant procedure and had not been notified of a problem with the device. It was unknown if there were any patient symptoms or complications associated with the event or their status at the time of the report. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly/ the stim ins battery had a reduced capacity due to overdischarge. Analysis of the lead found that there was no significant anomaly/the stim lead body was cut through and the product segmented. Analysis of the anchor found that there was no significant anomaly/the titan anchor had cut silicone. Analysis of the 3550-29 accessory kit found that there was no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.